Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt felt burning, pinching and almost felt like the ins had moved. Pt said they were told it was not possible but pt knew the ins did not feel in the right position. Pt was touching the ins on the call and said it felt like it moved and it hurt. Pt said after the device was put in, 4 years ago, pt felt something was wrong and told the rep in pa that something did not feel right and that pt wanted it out. The rep said you have to wait for at least a year. Now in the last couple of months pt started feeling burning and like pinching. If pt sat in a certain way it felt like the battery was like pinching. Pt said they did not want to have another surgery now. Pt mentioned it to a rep in tn. Pt met with the rep a few times in the last couple of months. Pt then clarified rep met pt in may. Rep reprogrammed the implant and pt told the rep about burning and pinching. Pt also mentioned it to the pain clinic and physician suggested to get rid of it and go with their company. Pt told them if ins is removed pt did not want another one put in. Pt also mentioned it to the rep. The rep said let's stay and try to troubleshoot and figure it out. Additional information received from the consumer reported that they didn¿t know what the cause was. They met with a manufacturer re presentative and was reprogrammed. As they had just been reprogrammed they didn¿t know if the had resolved the issue. Additional information received from the manufacturer representative reported that the patient had been told to contact them if they have further issues. As the patient not contacted them after the programming session, it was assumed the reprogramming worked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.